Event description:
After the cannula had been inserted into the aorta, the cannula vent cap was difficult to remove. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Actual device involved in the event was evaluated. Performance tests performed. Visual examination. Mfg -process. Device failure directly caused event. Variation in the thickness of the sealing rib inside the cap resulted in more force that expected to be required to tear through it.